Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited loss of capture. The physician decided that intervention was not necessary. No patient symptoms were reported.